Event description:
It was reported after about 15 minutes of use, an occlusion alarm was noted on the irrigation pump which was noted to be caused by a broken pigtail on the catheter. There were no consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.